Event description:
New information indicates that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient was in stable condition with no adverse consequences.

Event description:
It was reported that during a follow-up check, high pacing impedance was observed on the right ventricular (rv) lead. The patient was asymptomatic and will be connected to home monitoring. No changes were made.